Manufacturer narrative:
A review of the device history records indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. One 23 gauge probe sample was returned for evaluation. The sample was visually inspected and was deemed conforming. Actuation testing was performed and was deemed initially nonconforming. The actuation test was repeated on the disassembled probe and the test was then deemed conforming after any interference between the inner cutter and outer needle was eliminated. Aspiration testing was performed and was deemed conforming. Cut testing was performed and wad deemed conforming. The probe was disassembled and the components inspected. The disassembly indicated the probe had been used in surgery. There was approximately 15 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance was felt when removing the inner cutter from the needle. Wear marks were present at the bend area and down the front of the inner cutter. The complaint evaluation does not confirm the probe would not cut. The probe cut to specification. The complaint evaluation does indicate the probe sample did not actuate as received back for the investigation. The probe did actuate and was used in surgery for approximately 15 minutes. Probes may not actuate due to interference between the inner cutter and the outer needle from surgical material. This interference is evident by the marks at the cutter bend area and down the front of the cutter surface. When this probe was disassembled and the interference eliminated, the actuation testing was then found to be conforming. No specific action with regard to this complaint was taken by the manufacturing location because the probe was manufactured to its specification and was able to cut. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that the probe failed to cut. The condition of aspiration was unknown. The procedure was completed after replacing the probe. There was no patient harm. The product sample has been requested.